Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
This is a follow-up to report the product is u by kotex sleek regular tampons with a verified recall lot code. Consumer went to doctor and was diagnosed with a bacterial infection. She had discharge and odor. She was prescribed an internal cream and her symptoms resolved.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
On behalf of her daughter, consumer states that upon removal a u by kotex click tampon fell apart while removing. She experienced symptoms and sought medical attention.